Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was attempted to be interrogated and was suspected to have exhibited premature battery depletion. The patient heart rate was in the 40s when the magnet was applied, showing no magnet response. This crt-p was explanted and replaced with another device successfully. This crt-p has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was attempted to be interrogated and was suspected to have exhibited premature battery depletion. The patient heart rate was in the 40s when the magnet was applied, showing no magnet response. This crt-p was explanted and replaced with another device successfully. This crt-p has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field: h11 additional manufacturer narrative. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was attempted to be interrogated and was suspected to have exhibited premature battery depletion. The patient heart rate was in the 40s when the magnet was applied, showing no magnet response. This crt-p was explanted and replaced with another device successfully. This crt-p has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.